Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there is contamination in sealed wingset. No patient impact.

Manufacturer narrative:
D.2a. Blood specimen collection device; intravascular administration set d.2b: fpa , jka h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had received 3 customer photos for review and analysis. Two of the customer photos show a pbbcs device with a gray/black foreign matter in the barrel of the device. Therefore, this complaint can be confirmed based on the customer photos provided. Bd is able to confirm the customer¿s reported failure mode of fm ¿ unknown based on customer photo analysis. Additionally, 100 retain samples were visually inspected for foreign matter on/in the barrel. All samples passed testing exhibiting no defects or foreign matter on the device. Therefore, this complaint cannot be confirmed based on the retain sample testing results. Bd is unable to confirm the customer¿s reported failure mode of fm unknown based on retain sample testing analysis. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure mode of fm based on customer photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there is contamination in sealed wingset. No patient impact.